Event description:
It was reported that the tube disintegrated in the pt and fell out.

Manufacturer narrative:
The testing and investigation results were received and indicate that the complaint for tube fell out was confirmed. The balloon on the tube was ruptured.